Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached, and the imaging core was twisted. No imaging core windup was found within the telescope section and the sheath section of the device. Impedance testing showed an electrical open at 150 cm from the proximal end of the catheter.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that a catheter issue occurred. An opticross ic imaging catheter was selected for ultrasound examination of the target lesion, but no image was shown while testing outside the patient even after repeated flushing. The procedure was completed successfully with another of the same device. There were no patient complications reported. However, returned device analysis revealed that the imaging window was detached, and the imaging core was twisted.